Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board and reloaded software. The system operates as intended.

Event description:
The customer reported the system would not fluoro after boot up. No pt injury was reported.